Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement and tissue damage. It was reported that the mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed, reducing the mr to trace. On (B)(6) 2019, the patient returned for a follow up. Transesophageal echocardiography (tee) showed the clip was attached to the anterior leaflet, but the clip was not fully attached to the posterior leaflet, and had partially moved. Tee also showed a possible leaflet tear, but this could not be confirmed. The mr increased to 4+. Additional treatment was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and a definitive cause for the partial clip movement and potential tissue damage resulting in worsening mitral regurgitation (mr) could not be determined. The reported patient effects of mitral valve tissue damage and worsening mr are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.